Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of the battery having charging issues was confirmed via functional testing. The heartmate 14 volt lithium-ion battery (B)(6) was returned in unremarkable condition. The battery had 5 fuel gauge led lit upon return. The 14v battery was functionally tested and upon connecting to the universal battery charger (ubc), a red light with failed cell balance code, b0003, were observed. The battery parameters were read, and cell 4 was measured at 3734 mv. This was a greater than 200 mv difference from any other cell, causing the fault code to display. Despite the fault code, the 14v battery was able to successfully complete several charge/discharge cycles. The returned battery pack was connected to a mock circulatory loop. The battery secured to the clip and supported the system for extended operation without issue. The battery was further investigated and milled open to investigate the internal components. Visual inspection did not reveal any issues or anomalies. The voltage of the battery cells was manually measured, and proper voltages were observed; the cells were not unbalanced. The 14v battery printed circuit board (pcb) was examined under a microscope and a compromised solder joint was revealed on integrated circuit (ic) u1 ¿fuel gauge¿. Pin 1 of the ic was found to visually unremarkable; however, when the pin was probed, it shifted due to the base of the solder joint being broken. U1 performs the cell balance check and communicates with the ubc. Pin 1 of u1 controls the serial communication input/output. The pin was re-soldered, and the battery was placed in a test ubc. The battery was able to get to full charge without issue and the red fault was not reproduced. A root cause for the reported event was determined to be due to the compromised solder joint on the 14v battery¿s pcb; however, a root cause of the damage to the component could not be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the necessary steps to take if a red light that is associated with a pocket fault is activated on a universal battery charger (ubc). Heartmate 3 patient handbook, rev. D, and heartmate 3 instructions for use (IFU), rev. C, section 3 ¿powering the system¿ explain the various ways to power the heartmate 3 lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The testing records were reviewed for the heartmate 14v battery set (B)(6) and it was found that the battery set operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery having charging issues was confirmed via functional testing. The heartmate 14 volt lithium ion battery set (s/n: (B)(4) was returned in unremarkable condition. The battery had 5 fuel gauge led lit upon return. The 14v battery was functionally tested and upon connecting to the universal battery charger (ubc), a red light with failed cell balance code, b0003, were observed. The battery parameters were read, and cell 4 was measured at 3734 mv. This was a greater than 200 mv difference from any other cell, causing the fault code to display. Despite the fault code, the 14v battery was able to successfully complete several charge/discharge cycles. The returned battery pack was connected to a mock circulatory loop. The battery secured to the clip and supported the system for extended operation without issue. The battery was further investigated and milled open to investigate the internal components. Visual inspection did not reveal any issues or anomalies. The voltage of the battery cells was manually measured and proper voltages were observed; the cells were not unbalanced. The 14v battery printed circuit board (pcb) was examined under a microscope and no compromised solder or transmission lines were observed. Integrated circuit (ic) u1 performs the cell balance check and communicates with the ubc. The input voltages to u1 were measured at the appropriate voltages. The issue was isolated to an internal compromise of component u1 and outputting incorrect cell voltage values. The reported event was determined to be due to the compromised component on the 14v battery¿s pcb; however, the root cause of the damage to the component could not be conclusively determined through this analysis. The device history records of the 14v li-ion battery (serial number:(B)(4) were unable to be reviewed due to the records being unavailable and maintained by the vendor. The heartmate 14v battery was accepted in storage location on 12sep22 and inspected. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the necessary steps to take if a red light that is associated with a pocket fault is activated on a universal battery charger (ubc). Heartmate 3 patient handbook, rev. D, and heartmate 3 instructions for use (IFU), rev. C, section 3 ¿powering the system¿ explain the various ways to power the heartmate 3 lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the ubc. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery was unable to charge.